Event description:
Pt with sever acute decompensated heart failure received 48 hours of uf at 200 ml/hr. Pt was removed from machine and three hours later the physician order another treatment of uf, approx. 5,000 ml of uf was removed during the first treatment. A new circuit was primed and the pt was treated at a uf rate between 150-200 ml/hr for another 22 hours. Shortly after completing their hygienic activity, the pt wanted to lie down in bed. The pt started to twitch and went into a pulseless ventricular tachycardio. CPR was unsuccessful. The pt was randomized to ultrafiltration as per the company clinical trial unload protocol, with uf treatment beginning on 4/2005 with ultrafiltration subsequently continued between 100-250 ml/hr. Ultrafiltration was prescribed on the basis of persistent signs and symptoms of volume overload and congestion for 48 hours with removal of 7.25l of ultrafiltrate. 3 days later a clinical examination then documents improvement of both symptoms and physical examination. Uf was discontinued for 3 hours. A new circuit was primed and the uf was continued for another 22 hours ith removal of 2.84l of ultrafiltrate.